Manufacturer narrative:
(B)(4). Date sent 1/15/2025. D4 batch #139d62. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. Additionally, five unopened vasecr35 reloads were received unfired. In addition, packaging materials of pve35a and vasecr35 were returned. The returned device and five unopened reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 139d62, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/7/2025. D4 batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9ef31, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy, no problem on the 1st firing. When it was fired on the left upper trunk of pulmonary artery at the 2nd firing, the knife stopped and the device was locked out. The knife automatically returned after pushing the knife reverse switch. Afterwards, it was reproduced with the same device after the surgery, but the knife stopped on the way and the device was locked out. The knife returned with the knife reverse switch. The cartridge color was white. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.